Event description:
Invalid result (s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit . The customer has just received her test kit from her employer delta airlines, so this is an out of box issue. Customer called in because after the test was performed , the cassette had "no results displayed" in the test result window. Customer confirmed that she had applied 4 drops of buffer solution to the s-well and waited until 15-30 mins. No results displayed; the customer did nor see anything appear at all. Customer was able to send a picture of the test cassette and it is attached to this email. Customer confirmed that the foil cover on the dip tube, does not have info printed on it. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for the follow up response from acon labs.

Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot: cov2010030. No abnormal issue was found in the manufacturing process, technical testing and quality control inspections, the manufacturing process complied with the dmr. Retention samples were checked and no abnormalitiy was found. The root cause could no be determined. This complaint is not verified.